Event description:
This report is being filed upon notification from our mr MFR in foreign country to submit this incident that occurred in another country. Pt had a mr procedure and during table movement into the magnet their left middle finger got pinched between the pt table and the magnet. The skin of the finger was torn and this injury was treated immediately. X-ray exam revealed that the finger was broken.